Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event one of b. Braun melsungen ag internal report #(B)(4). Received 2 pcs of connectors. Visual inspection. First one. A filter was connected to the connector. The cover of the connector was open. Inside the connector was broken fragmented catheter. The catheter was 26 mm long, with both ends broken. No abnormality was found on connector. Second one. A filter was connected to the connector. The cover of the connector was open. No abnormality was found on connector. Functional test. Tensile test was conducted with returned connector and unused catheter. The result was 13.8n and 14.2n, both satisfy the standard of >11n. Unused catheter was able to be smoothly inserted up to target position, and connector cover was locked securely. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan): event 1 catheter detached